Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for seven days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No leaks were detected. Functional test of device was able to inflate and deflate balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter removal difficulty occurred. The severely stenosed target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after the balloon was dilated, the device could not be withdrawn. Despite difficulty, the procedure was completed with this device. No patient complications were reported and the patient was stable.

Event description:
It was reported that catheter removal difficulty occurred. The severely stenosed target lesion was located in a coronary artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after the balloon was dilated, the device could not be withdrawn. Despite difficulty, the procedure was completed with this device. No patient complications were reported and the patient was stable.